Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5071 lead, implanted 2007 (B)(6); 5076 lead, 2013 (B)(6); 3093-28 interstim urinary mgu x 2 leads, implanted 2011 (B)(6); 3058 interstim urinary mgu ipg x 2, implanted 2011 (B)(6). (B)(4).

Event description:
It was reported that the patient had their device low rate programmed to 60 and felt "awful". The patient returned for a device check and had the rate reprogrammed to 70. The device remains in use. No further patient complications have been reported as a result of this event.